Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one monopty disposable core biopsy instrument was returned for evaluation. On visual evaluation, the device appeared to have residue throughout and the device was noted to be in second rotational position with the arrow in ready window. There were no visual anomalies noted on the device. On functional evaluation, the device was able to be fully primed with no issues and the arrow was visible in the ready window. The device was functionally tested by cocking and firing the device 20 times into a chicken breast for a total of 20 tests. During functional testing it was noted that the cannula self-activated on the ninth sample. The device was disassembled, and the internal parts were inspected. Therefore, the investigation is confirmed for the identified self-activation issue as the cannula self-activated on the ninth sample. And, the investigation is inconclusive for the reported failure to fire issue as the further functioning test was not performed. A definitive root cause for the reported failure to fire and the identified self-activation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure through normal density tissue, the device allegedly failed to fire. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.